Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt's physician contacted dexcom technical support on (B)(6) 2011 to report that pt experienced an allergic reaction to the adhesive portion of her sensor. Pt experienced itching then burning underneath her sensor adhesive shortly after insertion and had to remove her sensor within one day. Upon removal, pt had a rash (small blisters, inflammation, and hyper-pigmentation) at the insertion site.